Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical dept. For an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a whitescreen error. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.